Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no reports against the provided product and lot code combinations since their release to distribution. No other additional information was received that would affect the previous investigation. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor through trend analysis via (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Blood test showing high levels of cobalt chromium, and patient had to have fluid on the hip removed. Patient revised. Update (B)(6) 2013: product/lot numbers.